Event description:
The patient has had bilateral endovenous laser ablation combined with microphlebectomy. The patient had recurrent varicose veins form in both lower extermities. Patient now with recanalization of the great saphenous vein bilaterally and mainly proximally. The patient now presents for bilateral repeat endovenous laser ablation of both great saphenous veins combined with microphlebectomy.left leg: the great saphenous vein was entered at mid thigh level and a wire was easily introduced and verified in good position. The cath sheath was then positioned about 1.5cm from the saphenofemoral junction... The laser was turned on and 10 watts used on the left side (total 141.69 seconds/1195.832 joules). Upon removing the catheter from the thigh, it was noted that the gold-tipped laser fiber had fractured and broken off and remained near the exit site of the skin/thigh. After the procedure was completed on the right size, fluoroscopy was used to remove the fractured gold-tipped laser fiber with successful retrieval of the fractured piece. The patient tolerated the procedure without complication and was taken to the recovery room in satisfactory condition. The tip was returned to the manufacturer for an evaluation.